Manufacturer narrative:
The pump was received with operating currents within specification, and passed the displacement, unexpected restart, and self tests. The pump alarmed motor error during the basic occlusion test due a faulty force sensor resistor. Unable to perform the prime, excessive no delivery or occlusion tests due to the motor error alarms. The motor was tested outside of the device and it passed. The pump was received with a cracked case at the display window corners and minor scratches on the lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. In the alarm history 5 no delivery alarms appeared. The customer was experiencing high and low blood glucose levels that were out of her control. Customer's blood glucose level was not reported. The high pressure test failed. The insulin pump did not alarm no delivery and insulin did not exit. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.